Event description:
A member of the cath lab staff at a user facility phoned aci on (B)(6) 2011 reporting that a patient was on the table and the physician, after deploying the mynx, was unable to remove the device from the patient. The cath lab member was seeking guidance, therefore the aci training manager was asked to phone the cath lab. The aci training manager reported that the patient was doing fine post procedure. The physician reportedly did not perform a pre-procedure femoral angiogram prior to mynx. After deploying the device, the physician attempted to deflate the balloon (inflation indicator did go down) and when he pulled negative, blood came back indicating to the physician that the balloon had ruptured. The physician used a buddy wire to aid in removing the balloon which was unsuccessful. Ultimately, the physician was able to remove the balloon. The patient was converted to manual compression which was held for less than 20 minutes and reportedly the patient is doing fine. There was no reported patient clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided and the condition of the received device, the reported failure to deflate could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.